Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Date of second tvt procedure? Was the original tvt removed? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the mesh was implanted. It was also reported that the mesh failed to treat sui and on perineal scan was curved at rest and valsalva and was noted to be placed in lower 1/3 of urethra. The patient underwent a procedure on (B)(6) 2017 to repeat the mesh. Additional information has been requested.